Event description:
The international customer reported the v60 device stopped operating while in use. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.